Manufacturer narrative:
Initial reporter facility name: the first affiliated hospital of xi 'an jiaotong university. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the tubing and twist clamp of the transfer set. This occurred during use of the device for peritoneal dialysis therapy. The transfer set was used for about four months. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the sample was received for evaluation. A visual inspection with the naked eye and magnification noted a separation between the female connector and tubing. The reported condition was verified. There was a dark appearance at the end of the silicone tubing and staining to the threads of the main body. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph and a video of the sample was provided for evaluation. A visual inspection with the naked eye noted a separation between the female connector and tubing. Visual inspection also identified a dark appearance to the end of the silicone tubing and staining to the threads of the main body. The reported condition was verified. Should additional relevant information become available, a supplemental report will be submitted.